Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. The customer stated that they replaced battery cap but issue did not resolved and battery cap contact was not damaged or corroded or missed. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022: 10:45:15.000 to 10:57:51.000, 11:00:36.000 to 11:13:32.000, 16:07:48.000 to 16:57:48.000, 17:00:44.000 to 17:52:22.000, 18:25:25.000 to 18:39:20.000, 19:10:08.000, and 19:12:45.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 19:12:45.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022: 10:46:09.000 to 10:58:24.000, 11:01:13.000 to 11:13:59.000, 16:08:23.000 to 16:59:41.000, 17:00:24.000 to 17:55:40.000, 18:01:18.000 to 18:54:18.000, 19:04:00.000 to 19:05:31.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 17:00:02.000. And power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022: 19:11:45.000, 19:11:57.000, 19:13:13.000, 19:13:24.000. Upon checking on the power data/detail trace file for unloaded vaa voltage (battery voltage), low battery alert, failed batt/battery failed alarm, replace battery alert and power loss alarm was unexpected since the customer was using a good battery. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unexpected failed battery alert/battery failed alarm and unexpected battery power loss or replace battery alert/replace battery now alarm were confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.